Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon functional testing, the fse found that the host pc was unable to start-up. Upon further check, the fse found that the cr2032 battery voltage on the motherboard was only 2.6 vdc which confirmed that the battery was defective. To resolve the reported issue, the fse replaced the battery of the host pc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.